Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient of an unknown age and ethnicity underwent unspecified breast augmentation with a 550cc mentor tissue expander and experienced unknown side deflation. As a result, the expander was explanted on (B)(6) 2020. Serial number is either (B)(4) if right side effected or (B)(4) if left side is effected. Follow-ups are in progress. Supplemental report will be sent when information is received.

Manufacturer narrative:
On 5/26/2020, expander evaluation was completed. Expander evaluation summary: during visual evaluation no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed, according to the mentor procedure, and it revealed a tear in the anterior view, measuring approximately less than 0.1 cm microscopic examination in the tear edges revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/1/2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 4/2/2020, mentor became aware of the following: (1) patient's right side with serial number (B)(6) had the leak and replacement used was catalog number 3549324; serial number (B)(6). (2) date of birth was provided. Hence field a2 has been updated to (B)(6) 1992 on this form. (3) date of event was provided. Hence, field b3 has been updated to (B)(6) 2020 on this form. (4) date of implant was provided. Hence field d6 has been updated to (B)(6) 2019 on this form. Manufacturer¿s reference number: (B)(4).